Event description:
It was reported that 50 tube sst ii plh 13x100 5.0 plbl ce gld were underfilled. The following information was provided by the initial reporter: "the tubes are not filling up as they should. Need to pipette the tubes manually".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 13 (lot(B)(6)) samples and 12 (lot (B)(6)) samples from the customer for investigation. All of the samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 tube sst ii plh 13x100 5.0 plbl ce gld were underfilled. The following information was provided by the initial reporter: "the tubes are not filling up as they should. Need to pipette the tubes manually."